Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Weight: (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they planned to close the patient's femoral artery after the right coronary artery (rca) percutaneous coronary intervention (pci) surgery. The pre-deployment angiogram confirmed the indication. The outer package was integrated, however, when the physician opened the poly-foil package, the hemostatic sheath was found kinked. They stopped the use of the product and changed to another closure device from a different brand. The following procedure went on well. The device was not used, and no harm was found on the patient. The patient was reported to be stable. Additional information was received on 10oct2019. Hemostasis was achieved with devices from another company. It was the sheath that kinked.